Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that asymptomatic patient presented to the clinic for routine visit. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead was explanted and replaced, during a device change out due to normal eri.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.5-12.6cm from the electrode tip. The etfe coating was abraded at this location. Internal insulation abrasions were found at 14.0-15.1cm and 15.4- 16.5cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.